Event description:
The manufacturer received information alleging a ventilator malfunctioned. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's system board was replaced to address a service required alarm condition. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's machine flow sensor was replaced to address the issue.